Event description:
It was reported that the patient experienced shortness of breath during exercise. A treadmill test found that the patient had mode switched inappropriately with exercise. The pulse generator was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.